Event description:
The description of the event was reported as: column was inspected after pt secretions appeared to be thick. Column was replaced and humidity was fine. On inspection, water level tube in column appeared to be defective and there was no clamp on the top spike tube. No pt injury reported.

Manufacturer narrative:
Sample device sent to manufacturing facility for investigation. The results of the investigation are not available at the time of this report.